Manufacturer narrative:
All available information was investigated and the reported difficult to open or close was not confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents from the reported lot. All available information was investigated and a conclusive cause for the reported difficult to open or close could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opened while establishing final arm angle during the procedure. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve. However, the clip jumped opened when establishing final arm angle (efaa). The doctor repeated the test again, and the clip jumped open again. The physician decided to remove the cds with the clip. A new cds was used to complete the procedure. One clip was implanted reducing mr to 1. There was no adverse patient effect, and no clinically significant delay in the procedure. No additional information was provided.